Manufacturer narrative:
The affected device was available for the investigation at the manufacturer in lübeck. Based on the log entries the reported event could be confirmed. On (B)(6) 2019 at 2:15:23 the device alarmed visually and audibly "internal battery empty" due to an empty battery. At 3:08:24 the technical alarm "device failure" was generated visually and audibly. During the analysis and a multi-day functional test, the problem could be reproduced, and the error codes indicate a malfunction of the pcb mpu as the cause of the device failure. The device has behaved as specified for the malfunction by generating a high-priority visual and audible alarm. Furthermore, the ventilation is stopped and the emergency breathing valve is opened to allow for spontaneous breathing of the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that about 30 minutes after starting the niv ventilation of a patient in the mode bipap the device alarmed ¿internal battery discharged¿ and stopped ventilation. After correcting the connection to the mains supply the ventilation was continued in the mode pc-bipap and about 30 minutes later the device alarmed ¿device failure¿ and stopped the ventilation. The device could only be switched off via standby. After restarting the ventilation the device alarm for ¿emergency ventilation¿ and did not ventilate. The procedure was repeated three times. No injury was reported. On the next day the device operated properly.